Event description:
Customer complained that the brake would not hold and the steering was faulty.

Manufacturer narrative:
The technician made an adjustment to the brake steer caster. This resolved the issue and the equipment was operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.